Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant.

Event description:
It was reported that a physician completed a myosure procedure for uterine tissue removal on (B)(6) 2014. The patient was "oozing postoperative." The physician applied monsel's solution to stop the bleeding and achieved hemostasis. The patient followed up with the physician on (B)(6) 2014 and reported she was "doing fine."